Event description:
It was reported that inappropriate anti-tachycardia pacing may have been delivered for an episode of atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as fast ventricular tachycardia (fvt). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.